Event description:
The customer called and said that they had just noticed that sterile inhalation water was installed in the dispenser/pipettor station of the vitek 2 system instead of the required 0.45% saline. The water was used in the vitek 2 system from approx saturday (1/6/07 - tuesday (1/9/07). About 300 tests had been run using water instead of saline for susceptibility test dilutions. The customer replaced the water in the dispenser/pipettor station with the required 0.45% saline when the error was noticed. The customer then contacted biomerieux customer service to determine how water affected test results. The customer was told by biomerieux customer service that all susceptibility results from this time frame were compromised and that they should follow the institution's policies for this situation.

Manufacturer narrative:
The customer replaced the water with 0.45% saline as soon as the error was noticed. Malfunction was due to the customer's error of installing water in the dispensor/pipettor instead of 0.45% saline. The vitek 2 system is designed to use 1-liter bags of 0.45% saline. In this case, the customer used a 1-liter bag of sterile inhalation therapy water. All customers are specifically trained to use 0.45% saline with the vitek 2 system. The susceptibility product section of the vitek 2 product info manual lists 0.45% saline as a required material and specifies its use in the test card set up section of the manual.